Event description:
The reporter indicated that the pacer had been programmed to aait and now upon inquiring a message is received stating that the automatic tachycardia responses have been turned off; the device is in the aai mode. The cell voltage is 2.58, and cell impedance is 10.47 kohms. After several attempts the device was programmed to aait. The device will be replaced and returned for analysis.